Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A venaseal closure system was used for treatment of the mid region of the great saphenous vein (gsv). It was reported 6 months post-procedure a granuloma was noted along the treated artery/vein (>5cm from access site). The scab formed proximal to the access site in the proximal to mid calf. The granuloma is still present.